Event description:
It was reported that during post-op interrogation the atrial pacing was capturing the ventricle and there were no p waves being sensed. A chest x-ray confirmed that the atrial lead had dislodged. The lead was explanted and replaced. The patient did not experience any adverse effects and no patient symptoms were reported.

Manufacturer narrative:
Analysis was normal, no anomalies were found.